Event description:
It was reported that technical services (ts) was contacted by the patient's daughter regarding (B)(4) shocks the patient received while on the physician's table, causing the patient to develop anxiety. Ts referred them to the clinic to discuss the incident further. The subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to inappropriate shock as the result of t-wave oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that technical services (ts) was contacted by the patient's daughter regarding six shocks the patient received while on the physician's table, causing the patient to develop anxiety. Ts referred them to the clinic to discuss the incident further. The subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to inappropriate shock as the result of t-wave oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests did not meet expectation as conductor resistance measured as electrically open, indicating a fracture or broken conductor. Microscopic inspections of the terminal pin assembly and electrode body found both cable ends were pulled out of the distal stake. Solder was present in the proximal fitting. Such damage is indicative of explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.